Event description:
It was reported that on (B)(6) 2025, a 27mm masters mechanical aortic valve was implanted. Procedure was uneventul. Prior to discharge, a gradient of 80mmhg was observed. Transesophageal echocardiography (tee) showed one leaflet not opening. On an unknown date, the valve was explanted and a 25mm master valve was used as replacement. Upon further analysis outside the patient, the leaflet was still difficult to open when manually manipulated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm masters mechanical aortic valve was implanted. Procedure was uneventul. Prior to discharge, a gradient of 80mmhg was observed. Transesophageal echocardiography (tee) showed one leaflet not opening. On an unknown date, the valve was explanted and a 25mm master valve was used as replacement. Upon further analysis outside the patient, the leaflet was still difficult to open when manually manipulated.

Manufacturer narrative:
Explant due to one leaflet not opening and device stenosis was reported. The device was returned to abbott for investigation. The orifice, pivot guards and recessed pivot areas did not have any visible evidence of surface damage or anomalies. Both leaflets were intact, properly inserted within the orifice, and did not contain any surface damage. Both leaflets were able to fully open and close. Hydrodynamic testing upon return to abbott, which ensures proper leaflet coaptation, indicated the valve functioned normally. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing at the time of manufacturing, and the product met all specifications. Based on the information received, the cause of the reported high-pressure gradient is likely related to one leaflet not opening. However, the cause of the reported one leaflet not opening could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of explant as one of the leaflets was not opening was reported. Information from field indicated that procedure was uneventful. Also reported that prior to discharge a gradient of 80 mmhg was observed. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that the valve was over-sized as a smaller sized valve was used as replacement. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported that on (B)(6) 2025, a 27 mm masters mechanical aortic valve was implanted. Procedure was uneventul. Prior to discharge, a gradient of 80 mmhg was observed. Transesophageal echocardiography (tee) showed one leaflet not opening. On an unknown date, the valve was explanted and a 25 mm master valve was used as replacement. Upon further analysis outside the patient, the leaflet was still difficult to open when manually manipulated.